Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing ineffective stimulation. The sjm representative met with the patient and lead diagnostics indicated invalid impedances and a lead fracture was suspected. Per the manufacturers registration system, the lead was explanted and replaced.